Event description:
During a right ventricular outflow tract (rvot) ablation procedure using a therapy ablation catheter, the catheter could not be removed from the patient. The therapy ablation catheter was inserted through a non-sjm 5f introducer via the right femoral artery and advanced into the left ventricular outflow tract (lvot). After several rotations and manipulations of the catheter a map of the lvot was created and a loop was then noted on the catheter shaft. Several attempts were made to remove the catheter through the introducer; however, this was unsuccessful. The catheter was then cut and several introducers were advanced over the catheter in an attempt to straighten the catheter, all of which were unsuccessful. The device was eventually removed by a vascular surgeon. Following removal of the devices the patient developed a right femoral artery dissection, which required surgical repair. The patient was discharged to home in good health two days post-procedure.

Manufacturer narrative:
(B)(4). One 5f therapy ablation catheter was returned for evaluation. The results of the investigation concluded that the catheter was damaged in several locations. The catheter shaft was kinked/folded and evidence of twisting of the shaft was noted near the distal end. The shaft was cut and bisected. The shaft material on the proximal half of the shaft was split in two. The spring body was unwound and stretched from the proximal half of the shaft. The non-sjm 5f introducer was not included with the catheter. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the event is consistent with damage during use.